Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received no delivery alarm. Customer's blood glucose value at time of incident was 250 mg/dl and current blood glucose value was 191 mg/dl. Customer treated for high blood glucose by syringes and pens. Customer declined further troubleshooting for high blood glucose. Customer continued to troubleshoot for no delivery and cannula was found bent. Insulin pump will not be returned for analysis and replacement pump will be sent.